Manufacturer narrative:
The returned device was visually and physically inspected. The failure mode could not reproduced, however, it was found that the marker bands on the delivery system were mis-aligned. This may occur if the device is wound past the stop mechanism, which may explain why the aspire stent could not be wound back onto the delivery system. The lot history records for this lot were inspected, and there were no anomalies found that indicate the device was out of specification before distribution. There have been no reports of adverse events associated with this malfunction for this patient.

Event description:
The aspire stent was prepped and advanced as per the IFU. When the physician unwound the stent, the stent unwound too far. The stent could not be 'wound" back into the delivery system and therefore, was deployed by the physician. Placement of the aspire stent was not optimal, so another stent was placed inside the original stent to ensure optimal coverage.